Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal distension, cloudy effluent, nausea, and vomiting. The cause of peritonitis was not reported. The patient was hospitalized and treated with unspecified antibiotics. Pd therapy was ongoing. Nine days after event onset. The patient was discharged from the hospital. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.